Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that according to the dr, the device moved forward. He believes that it was not fixed correctly. The implant housing was fixed during surgery with cement. There is not accident or trauma known. The pt is having a good performance. A repositioning surgery under general anesthesia is planned for (B)(6) 2012.